Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture released when the plunger was removed in step 3¿ was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9, h3 - it was reported that the device would not be returned for analysis. Subsequent to this information, the device was returned to abbott. H6: component code 4755 removed. H6: type of investigation 4115 removed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a vessel closure of the right common femoral vessel using the pre-close technique via a 16f sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, when the plunger was removed in step 3, no suture released. The sutures of two new proglide devices were successfully pre-placed. The aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.